Manufacturer narrative:
This report is submitted on october 31, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in device non-use. Subsequently, the device was explanted on (B)(6) 2019.